Event description:
It was reported that the rv lead will be replaced due to impedance decrease and threshold increase detected at a follow-up appointment. No patient complications were reported as a result of this event.